Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." The user facility was notified of the event on february 15, 2011. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This report filed february 15, 2011.

Event description:
Surgeon reported that patient underwent hip procedure on (B)(6) 2007. Approximately six months after the procedure, the patient experienced loosening and the cup spun. There was insufficient bone ingrowth into the cup. The patient was revised on (B)(6) 2009. During the revision procedure, the surgeon noted a grayish milky liquid behind the cup with no tissue reaction noted. A sample was sent to be cultured and came back negative.